Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure is the gear clamp for the manifold has a loose hose. Additional malfunction is the tie wraps for the sieve beds are defective.